Event description:
In 2009, the physician injected 0.5ccs of novielle voice gelplus into four parallel depressions around the glabellar lines, into the dermal / subcutaneous junction. The patient experienced a burning sensation and swelling for approximately 36 hours after injection. In 48 hours after injection, the patient experienced extreme tenderness at the injection sites. Three days later, the coapt systems medical advisor contacted the physician and recommended the prescription of celestone as an anti-inflammatory for continued swelling.

Manufacturer narrative:
The novielle voice gelplus was not returned to the manufacturer for evaluation, therefore, a failure mode could not be determined. The novielle voice gelplus is intended for vocal fold augmentation. The batch record for this lot has been reviewed and contains no abnormal manufacturing events. The complaint rate for this device is not considered abnormal. If additional information becomes available, it will be submitted in a supplemental report.